Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was mildly tortuous, non-calcified and 90% stenosed. After successful pre-dilatation and deployment of a xience xpedition 3.5 x 38 mm stent, a distal edge dissection was observed. A xience prime 3 x 15 mm stent was used as treatment. There was no clinically significant delay. No additional information was provided.